Manufacturer narrative:
A pso-ptt catheter n° (B)(6) returned, soiled (tube and capsule), the pa tube is strongly elongated by about 60 mm, presence of a suture. Non-functional catheter displays e001 (contrary to user report e002!). The internal micro-cable is broken in several places in the tube (visible by transparency), and the same cable is broken in the dongle shell at the level of the electronic board. Excessive and irreversible traction in use. Analysis of the data shows that the catheter operated for approximately 6 days from (B)(6) 2025, with stable values (average approx. 3 mm hg). The catheter was probably damaged during use. This report is being resubmitted because the previous report sent on 04/10/2025 (increment 00014) was not accepted.

Event description:
Sensor was displaying error002, nurses tried changing cables and monitors, still displayed. They explanted the sensor and implanted a new one.

Event description:
Sensor was displaying error002, nurses tried changing cables and monitors, still displayed. They explanted the sensor and implanted a new one.